Manufacturer narrative:
The device manufacture date is not known. This insufflator was not received for evaluation at stryker endoscopy. This insufflator was received at OEM-wom for evaluation. The reported failure "co2 running higher than normal for patient" cannot be confirmed. Alleged failure: co2 running higher than normal for patient probable root cause: the reported event could be not confirmed. There are no indications for a manufacturing issue. Increasing co2-levels are a clinical known side effect of co2-insufflation. Active ventilation of the patient helps to control and reduce the co2-level very well. Certain conditions have a negative effect on the co2-level and need to be considered during the procedure. E.g. Higher abdominal pressure, head down positioning, poor · patient relaxation, extra peritoneal insufflation (e.g. Hernia surgeries), reduced pulmonary function can promote high co2- levels. Investigation conclusion: the results of the investigation performed indicated that the returned pneumoclear plus co2 conditioning insufflator, catalog#0620050000 sn (B)(4) is working according to specification. The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during surgery, the concentration for co2 on the insufflator was running higher than normal. The surgeon had to convert from a lap procedure to open surgery. The procedure was completed successfully.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that during surgery, the concentration for co2 on the insufflator was running higher than normal. The surgeon had to convert from a lap procedure to open surgery. The procedure was completed successfully.